Event description:
It was reported that the patient had an infection and the system was explanted and a temporary lead placed and attached to an external pacemaker. Approximately five days later an echocardiogram revealed vegetation on the lead. The temporary lead was explanted and the patient continues on antibiotic therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).